Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: us157856, item name: m2a-magnum pf cup 56odx50id, lot #: 198940. Item number: 139254, item name: m2a-magnum 42-50mm tpr insrt-3, lot #: 286230. Item number: 103206, item name: taperloc por fmrl 12.5x145, lot #: 405800. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09691. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 11 years post-implantation due to pain, discomfort, soreness, metallosis and metal poisoning. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.